Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): no anomalies found, however there was blood in/on the helix/lobe mechanism; full lead returned and analyzed.

Event description:
It was reported that within a few days of implant, the lead dislodged. It was further reported that there was fluctuating thresholds and loss of capture. The lead was explanted and replaced. No patient complications have been reported as a result of this event.